Event description:
Additional information has been received stating that, all the lenses were used on the same patient.

Manufacturer narrative:
Additional information was provided in b.5 and h.11. Additional information has been received stating that, all the lenses were used on the same patient. Hence all the information with this sn (B)(6) would be reported under new MDR#9612169-2025-00237. Hence no further reports will be submitted under the old MDR#9612169-2025-00106. . The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the plunger went over or under the device, not advancing the lens far enough to eject. Additional information has been received stating that there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).